Event description:
It was reported that the clinic noted oversensing of myopotential noise when the patient was in the office. Technical services (ts) review of episodes stored by the subcutaneous implantable cardioverter defibrillator (s-ICD) was requested. Upon review, ts noted that the s-ICD has been programmed in the same sensing vector since implant and over the last three years there has been six inappropriate episodes stored due to oversensing of myopotentials. Two episodes from three years earlier led to two inappropriate shocks being delivered by the s-ICD. Ts discussed troubleshooting options including obtaining an x-ray. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported. Additional information was received that the patient received another inappropriate shock due to oversensing noise. Ts was again consulted and noted no programming changes have occurred since the last time the information was reviewed. Ts indicated that there have been several untreated episodes over the last several years along with the current and previous treated episodes due to the oversensing of noise. Ts indicated the recommendations are the same as previously discussed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic noted oversensing of myopotential noise when the patient was in the office. Technical services (ts) review of episodes stored by the subcutaneous implantable cardioverter defibrillator (s-ICD) was requested. Upon review, ts noted that the s-ICD has been programmed in the same sensing vector since implant and over the last three years there has been six inappropriate episodes stored due to oversensing of myopotentials. Two episodes from three years earlier led to two inappropriate shocks being delivered by the s-ICD. Ts discussed troubleshooting options including obtaining an x-ray. At this time the s-ICD and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.